Manufacturer narrative:
The investigation has been completed. The console (ic5541) was sent back for further investigation. The console was tested on an engineering bench. It was confirmed that the console failed to boot up, which is consistent with the complaint. Once console was opened, corrosion marks on power battery manager near super capacitor was observed. The console failure in boot up was due to power battery manager corrosion. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller experienced a controller error yellow alarm. No patient was involved.